Event description:
It was reported to nova biomedical that a consumer received a high blood glucose reading. No reported treatment was administered yet he subsequently experienced a hypoglycemic event requiring medical intervention. During the call, it was revealed that the consumer stores loose test strips in the trunk of his car and does not perform regular control solution tests on new vials of test strips as directed in our directions for use. These practices cannot ensure the integrity of the test strips. The consumer has been requested to send back test strips and blood glucose meter for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.